Event description:
The facility reported an incident where the pump "kept infusing after shut off". The nurse stated insulin continued to infuse after they powered the device off. No pt injury or need for medical intervention has been reported. Info regarding the amount infused or which side of the pump was involved was not provided. No additional details are available.